Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had blank display and reservoir leaking out. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. Customer did not used the insulin pump for 3 days and after receiving the battery cap the insulin pump did not turn on. Customer stated display did not returned. The device will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. No blank display noted however, device alarmed critical pump error 35 prior to the displacement test due to moisture damage on the force sensor. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the electronic assembly and motor during visual inspection.